Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that revision procedures were performed on (B)(6) 2005 and (B)(6) 2005 due to patient allegations of pain, discomfort, dysfunction, elevated metal ions, loss of range of motion, metal poisoning, metallosis, lack of mobility, and damage to surrounding bone and tissue. A review of invoice history confirmed the initial surgery date; however, invoice history could not be located for the subsequent revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-01887 / 01889).